Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient received a blood glucose result of 41 mmol/l on the aviva combo system. The patient experienced elevated blood glucose levels of feeling sick, vomiting, and eventually lost consciousness. The patient was transported to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis and was treated in an insulin infusion. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.